Event description:
Further follow-up indicates the patient's system may have been explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to charge the ipg. The ipg has become inoperable and will no longer communicate with external devices. Also, the ipg is superficial due to the patient losing significant weight. The patient is also experiencing pain at ipg (also see related MFR. Report#: 1627487-2019-05799). As a result, the patient may undergo surgical intervention.